Event description:
The customer reported that the insulin pump had physical damage. Customer stated there was a scratch on the screen of the insulin pump. Troubleshooting was done. Customer's blood glucose was 144 mg/dl. Customer stated she wears the insulin pump in her pocket. Customer stated that she had a hard time reading the screen, and customer was using microfiber cloth and the scratch was coming off. Advised the customer to monitor the insulin pump and to report back if the issue persists. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).